Event description:
Info received indicates the brake will set but the caster will continue to move. Brake not holding.

Manufacturer narrative:
The tech replaced the caster supports to repair the bed.